Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple cartridges leaked where the cartridge and transparent shuttle mechanism meet. The customer's blood glucose (bg) level ranged from no impact to over 600 mg/dl. The customer addressed bg level with a bolus. A new cartridge was successfully loaded and insulin delivery was resumed.